Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he uses the threshold suspend feature and was getting sensor glucose and blood glucose readings that were far off from one another. Blood glucose reading at the time of the incident was 700 mg/dl and sensor glucose reading was 200 mg/dl. The customer also reported that he was recently hospitalized, and the high blood glucose level was due to a kidney issue. The sensor was not replaced or returned for analysis.